Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed. The 10mm x 3.0mm wolverine coronary cutting balloon ruptured at nominal pressure. The procedure was successfully completed with a different device without further issue or patient injury.

Manufacturer narrative:
Device returned to manufacturer: the 10mmx 3.00mm wolverine coronary cutting balloon was returned and analysis was completed. The investigator attached the wolverine device to a boston scientific encore inflation device and positive pressure was applied; the investigator noted a drop-in pressure however no leak was noted within the balloon material. A visual and microscopic examination of the catheter identified that liquid was leaking from the hub of the device, between the inflation device and wolverine hub connection. This leakage prevented the device from maintaining pressure. A visual and microscopic examination of the hub identified a crack in the hub of the device. The crack was noted be approximately 5mm in length. The crack was not in the moulded section of the hub. This damage is consistent with over tightening of the inflation device. A visual and microscopic examination identified no damage or any issues with the shaft. A visual and microscopic examination of the tip, blades and markerbands identified no issues. All blades were present and fully bonded to the balloon surface.

Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed. The 10mm x 3.0mm wolverine coronary cutting balloon ruptured at nominal pressure. The procedure was successfully completed with a different device without further issue or patient injury.